Manufacturer narrative:
The customer problem was confirmed. The field service engineer replaced the blower assembly. The issue was resolved, and the device was returned to service.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
It was reported to philips that the device had a vibrating sound. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.